Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured on december 2022. H10: the device was received for evaluation. A visual inspection was performed and dirt was observed in the spike of the chamber. The reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike/spike cap of a solution administration set was dirty or stained. This was identified before use. There was no patient involvement. No additional information is available.